Event description:
It was reported that the system 9800 was displaying a distorted image making anatomical identification difficult. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the lemo connector had pins recessed making intermittent contact. The connector was eventually replaced. The system was tested and found to be working as intended and placed back into service.